Event description:
Customer reported the image on the monitor began to waiver, then the system stopped working. No patient injury was reported.

Manufacturer narrative:
Phone fi customer reset breaker. This MDR is related to ge healthcare complaint number.